Manufacturer narrative:
Lot number - either of the following finished good batches (25989957, or 25989956). Device evaluated by MFR.: returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip and spike line were visually examined for damage or any irregularities. The catheter shaft showed a sever kink/fracture located 10.5cm from the tip. The supply line showed a kink located approximately 27cm from the pump body. Functional testing was completed per device preparation. The pump was inserted into the ultra drive unit console. The pump and the device primed and were run for a period of 120 seconds in the thrombectomy mode. The devices pressure was within the normal range. During functional testing no errors or priming issues were noticed, the device ran as designed. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 09mar2021. It was reported that failure to prime occurred. The target lesion was located in the lower extremity veins. During priming, the catheter could not work after 12 seconds. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a shaft fracture.